Event description:
Reportedly, this is the third stent in same patient as MDR 600002-2006-00458 and 600002-2006-0459. Patient noticed difficulty with walking, intermittent foot cramping. 75% stenosis of the sfa after an 11 month implant duration. Pta of in-stent stenosis and tibioperoneal trunk due to calcified lesion. No further information available.

Manufacturer narrative:
Device not returned.